Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained screw shows that breakage of the screw shaft occurred. The cross section surface shows no irregularities, which indicates material conformity. The measurable dimensions of the returned cortex screw were checked and found to be in compliance with the technical drawings and ao/asif specification. As no further information is available, we have to assume that too high mechanical forces (overload) has been applied during the final tightening which caused the breakage of the screw shaft. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We have to assume that a too high mechanical force has been applied during the final tightening of this screw which caused the breakage of the screw shaft. Thus, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the lower part of the screw broke off. This occurred during surgery while fixing and inserting the last of the six screws into the plate. The bony tissue was too good to tap. No further information was provided. This is report 1 of 1 for complaint (B)(4).